Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. In addition to the arthrex parts, patient also received another manufacturer's alloy metal implant. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in the patient.

Event description:
It was reported by caller (patient's mom) that patient had an acl reconstruction in 2011. A few weeks after surgery patient began experiencing mild symptoms of a reaction (swelling, rash, hives) near the surgical site. Over the past several years patient's symptoms have gotten much worse, symptoms now spread further throughout her body and have caused patient to visit ER due to throat closure along with the other symptoms. Since first reporting the symptoms to her surgeon after surgery she has been treated with antihistamines and steroids. Symptoms subsided but continually came back. Patient has been instructed to carry an epi pen with her for when severe symptoms recur. Patient has no known allergies. Patient has seen an allergist who had done blood work and has been unable to ascertain a definitive cause for the reactions. Patient's allergist has requested that she obtain the composition of the implants she received in 2011. Requested information has been provided. Caller provided arthrex implant part numbers, ar-1390 and ar-1380e. In addition to the arthrex parts, patient also received another manufacturer's alloy metal implant. No further details on the allergy testing has been given.